Event description:
Event description this implantable cardioverter defibrillator was returned for unknown reasons. Reliability assurance testing revealed the device did not meet longevity requirements.